Event description:
Partial rupture of balloon catheter. Attempted removal of balloon was difficult having disrupted into two pieces. The proximal piece was removed, but the distal piece was adherent to the distal tip. A cardiac surgeon performed a venotomy to retrieve retained portion.